Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA: 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then complaint history review (chr) is not required. No valid serial number attached to complaint record. Per swi 1503-004-000-swi-mms complaint investigation, if no serial number is provided, a device history review is not required. Upon investigation of the actual device used in this incident, it was determined that the drawer was unable to open. A technical support specialist contacted the facility and got a hold of the charging nurse and confirmed that the cubex machine is worked properly.

Event description:
It was reported by the customer that a bd pyxis¿ medbank mini system drawer 05 was unable to open, to issue the med prednisone 20 mg tab from the pyxis. There were no adverse events or injuries reported based on this incident.